Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to investigate and confirmed the following fault codes found in the fault logs: fault # 37, fault # 58, fault # 124 and fault # 128. The iabp also displayed message "disconnect cables patient cables connected " with nothing connected to the external jacks. The stm inserted a 1-volt jack into the pressure and ECG connector to clear them of any dust and moisture. While troubleshooting the auto-fill failure, the stm discovered k1 in the pneumatic interface module (pim) assembly was not functioning properly. During testing, the helium regulator pressure x1 read 0. He replaced the pim and also found the helium regulator in-fill assembly to be out of calibration. The stm recalibrated the iabp, performed all functional and safety tests per factory specifications and it successfully passed. The iabp was returned to the customer and cleared for clinical use.

Event description:
During service/test on the cardiosave intra-aortic balloon pump (iabp) by the customer, startup system failure was reported as the pump failed to auto-fill and the trainer would not work. The following faults codes were reported: fault # 3, fault # 58, fault # 124, and fault # 128. No patient involvement or adverse event reported.